Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) to the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra balloon guide catheter (walrus bgc), a stent retriever (unknown), and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced the balloon guide catheter and red72 to the internal carotid artery (ica) via radial access. The physician kinked the balloon guide catheter while advancing, therefore the red72 became stuck and was unable to be advanced or retracted. Upon removal, the physician noticed that the red72 was fractured. While advancing a new red72 through the balloon guide catheter, the second red72 also became stuck and was unable to be advanced or retracted. While retracting the red72, the catheter stretched and fractured approximately 35 centimeters from the distal end. Therefore, the balloon guide catheter containing the red72 was removed. The procedure was completed using a new red72, a new non-penumbra balloon guide catheter (walrus) and a stent retriever via femoral access. It was reported that the patient experienced a hemorrhage one day post procedure from a ruptured fusiform aneurysm in the m1 segment of the mca. It was reported that the aneurysm most likely ruptured due to the mechanical forces being applied during the thrombectomy procedure with the stent retriever. The patient expired three days post procedure due to the hemorrhage. The physician reported that the red72 was unrelated to the patient''s death.

Manufacturer narrative:
Evaluation of the first returned red72 confirmed that the catheter was fractured and revealed stretching near the fracture location. If the red72 is retracted against resistance, damage such as stretching and subsequent fracture may occur. Evaluation revealed that the returned non-penumbra catheter was kinked. The complaint indicated that the non-penumbra balloon catheter became kinked during advancement, causing the red72 to be stuck inside the lumen of the non-penumbra balloon catheter and the red 72 was noticed to be damaged upon removal. The kink on the non-penumbra balloon catheter likely contributed to resistance during the retraction of the red72. The reported tortuous patient anatomy may have contributed to some resistance during the procedure. Further evaluation revealed kink on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Evaluation of the second returned red72 confirmed that the catheter was fractured. The complaint indicated that the non-penumbra balloon catheter had kinked during use and caused difficulty advancing the previous red72. If the red72 is advanced against resistance, the device may become stuck. Upon retraction against this resistance damage such as stretching and subsequent fracture may occur. The kink in the non-penumbra balloon catheter likely contributed to resistance during retraction and caused difficulty to remove the red72. Based on the reported event, the non-penumbra balloon catheter containing the distal fractured fragment of the red72 was removed together. Further evaluation revealed kinks on the catheter shaft. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.